Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at 8 atmospheres. The device was removed without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.